Manufacturer narrative:
The customer contacted the siemens customer care center regarding falsely depressed total bilirubin and carbon dioxide patient sample results on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control was in range and no issues were noted with other patient samples indicating that the instrument system and assays were performing acceptably. The event was specific to sample ID (B)(6). The cause of the event is unknown. The system is fully operational. The device is performing within specification. No further evaluation is required.

Event description:
Discordant falsely depressed total bilirubin (tbil) and carbon dioxide (co2) patient sample results were obtained on a dimension vista 500 system. The discordant results were not reported to the physician. A second sample drawn at the same time was processed on the same system on the same date and higher results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed results.